Event description:
It was reported that one week after implant of the left ventricular lead, the patient had developed dyspnea. A pneumothorax was discovered. The patient was hospitalized and the pneumothorax was drained. On (B)(6) 2014, the patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.